Event description:
It was reported that the patient stated that their backup system controller started to alarm in their backup bag randomly stating "connect driveline". They attached wall support to said system controller to attempt to turn the alarm off. The left ventricular assist device (lvad) team was contacted and they validated that it was indeed not the system controller they were wearing but the one in their backup bag. They also validated that they did not accidentally switch system controllers. The patient was instructed that they need to disconnect from power source and hold down battery button to place system controller in sleep mode. Patient came into clinic for new a backup system controller and indeed, the backup system controller failed to go to sleep mode until the backup battery (ebb) was physically removed from the system controller. At that time the system controller turned off. Patient was given a new backup system controller at that time. Log files were not available. The event resolved after the system controller was exchanged. The patient is ongoing.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller suddenly activated a connect driveline alarm can be confirmed. The data log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded on 30oct2024 where the system operated with no active alarms from 10:39 until 13:13 when the driveline was disconnected and the system controller was forced to sleep mode. There were no active alarms prior to the driveline disconnection. There were few entries, captured on (B)(6) 20204 where the recorded data indicated that the white power cable was connected to a 14v battery. The data recorded on (B)(6) 2025 (9:56) revealed that the controller suddenly activated multiple alarms, including a driveline disconnect alarm. The associated data suggested that there were no external power or driveline connected to the controller at the time. The remaining data appears consistent with the reported inability to force the controller in sleep mode without disconnecting the backup battery. The periodic log file contained data recorded from (B)(6) 2024 where normal operation was recorded. The last entry was captured on (B)(6) 2025 and there were multiple active alarms, including a driveline disconnect alarm. Visual inspection revealed the controller was in used condition. The backup battery and the battery cover were not returned with the controller. The system controller was functionally tested with a test backup battery installed and the reported event was not able to be reproduced. The system controller was successfully forced into a sleep mode after being disconnected form the test equipment. During further evaluation, the system controller was disassembled, and visual inspection of the internal components revealed a sign of fluid ingress inside the bulkhead connector and at the main inductor for the pump boost circuit. Although it is inconclusive, the observed fluid ingress may have contributed to the reported event. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was noted during investigation that there was inner conductor breakdown was confirmed in both power cables. The system controller was disassembled and visual inspection of the internal components revealed a sign of fluid ingress inside the bulkhead connector j2 and at inductor l60 (main inductor in the boost circuit). All inner wires were measured and increased resistance was confirmed in few wires. There were no open wires and the wires insulation was intact. No further information was provided. The manufacturer is closing the file on this event.